Event description:
It was reported that the patients ipg reached its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.